Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance on several different vectors. Technical services (ts) suggested discussing with the physician to reprogram the therapy vector and device testing with the reprogramming. The lead remains in use. No adverse patient effects were reported.